Event description:
Just received a letter about abbott freestyle libre 3 sensors. I believe I had malfunctioned sensors. Having incorrect readings or not reading at all. This was a hardship to me both medically not being able to monitor and medicate properly and a hardship of wasted money to provide myself with monitoring for my health. This had been over the last few months.